Event description:
Physician was doing a surgery using the pinnacle cup with liner. The liner was the correct liner to use with the cup he had inserted. The surgeon tried three times to get the liner to fit into the cup; but the liner would not fit; would not seat. The patient was not injured - surgery was extended for 20 minutes while the surgeon continued to try to seat the liner. The next liner the surgeon tried (same product/different lot) worked just fine.